Event description:
It was reported that the right ventricular (rv) and left ventricular (lv) patch leads had high impedance. The rv and lv leads were capped and were replaced by a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Daily high voltage lead impedance data shows an abrupt increase for high-voltage 'b' (hvb) and superior vena cava (svc) equal to 54 to 2240 ohms range between (B)(6) 2012.